Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a normal device change out procedure, when attempting to explant the products, a spark occurred. It was noted that the physician had been using electrocautery during the removal process which may have touched the device. The patient's rate decreased to 65 bpm and upon interrogation a screen appeared indicating a power on reset had occurred. It was also noted that the left ventricular (lv) lead had exhibited loss of capture previously for an unknown reason and had been programmed off sometime in the past. Since the patient was undergoing a procedure for normal change out, the physician opted to surgically abandon the lv lead. The pacemaker was explanted as planned. The patient was implanted with a single chamber pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirms electrocautery burn marks on the device. Analysis verified that the device was operating in safety mode as the result of the power on resets that occurred at or post explant as the result of exposure to electro-cautery. It was noted that the device exhibited good ventricular pacing output in safety mode.